Event description:
An internal investigation was conducted requesting any information regarding the need for surgical re-operations for any reason following the implant of the charite artificial disc. The contact reported that the siding core migrated anteriorly post-operatively. Spinal ffusion was performed to stabilize the area.